Event description:
Info received indicates the valve was abandoned at implant when intraoperative echos showed greater than 2+ regurgitation. Subsequent inspection by the surgeon revealed a gap between two leaflets at the commissure. The valve was abandoned during the case and was replaced intraoperatively. Hcp indicated the pt was taken off bypass on a balloon.